Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report stating one patient culture (washing) tested positive for mycobacterium chelonae after undergoing a procedure with pentax video bronchoscope model eb-1570k /serial (B)(4). The patient did not report any symptoms of illness. No treatment was provided and the patient has since been discharged. In addition, the patient was not recalled for further screening. The facility also stated the bronchoscope is not routinely cultured, reprocessing methods as described in the instructions for use are followed and there is no delay in reprocessing the bronchoscope post procedures. The facility is undergoing an investigation to determine root cause. Pentax medical made a good faith effort to the facility confirm if any culturing had been performed on the bronchoscope. Additional information was received from the facility on 05/16/2016 stating the bronchoscope was tested with a saline wash on (B)(6) 2016 and had no growth for 22 days. Additionally, the suction port, biopsy channel and suction channel were cultured on (B)(6) 2016 and had no growth for 16 days. The device involved in the event was returned to pentax for evaluation. The pentax medical service inspectional findings included the following: severe crush at stage 1 on the insertion tube, umbilical cable buckle at umbilical connector side, ccd circuit board color adjustment required, insertion tube crush under root brace, scope case foam stain/dirty, dry/wet leak tests passed. Pentax is currently investigating possible root cause(s) for this event.

Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
A follow up in-service was performed by pentax medical at the facility on (B)(6) 2016. Pentax medical followed up with the facility to acquire details on the facility's internal investigation, however, no information has been received to date. A device history review was performed on (B)(6) 2016 confirming one nonconformance was found during in-process inspection (e.g. The bending motion was not smooth) and one rework was performed (e.g. The a wire correction). No nonconformances were found during final inspection. The dates of approval for shipment and actual date shipped were also confirmed. Based on the pentax inspectional findings, the bronchoscope required repair because of damage in the channel (severe crushes on insertion tube) which could affect reprocessing. Repairs were performed on the bronchoscope, which included replacement of the following components: o-rings and seals; bending rubber; distal end assy with tube; distal joint screw m1; insertion flexible tube w/segment; light guide cable; insertion/s-nipple attaching screw; suction connection tube. The bronchoscope was returned to the customer on (B)(6) 2016. Since no further information regarding this event has been received from the facility, pentax medical closed the investigation on (B)(6) 2017 and considers this medwatch report closed.